Event description:
During evaluation of a returned clearlink continu-flo solution set, a recessed gland was identified. There was no patient involvement as this was found during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted. Same device as (B)(4).

Manufacturer narrative:
(B)(4). During evaluation of a returned clearlink continu-flo solution set, cracks and scratches were identified on the clearlink housing. The cracks and scratches identified will be captured in this report. The recessed gland identified will be captured and reported in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample out of the pouch and primed. Visual inspection showed that the sample was spiked into an empty non baxter solution bag with a 6ml syringe attached to the first y site. The syringe was removed which identified a small leak from the clearlink gland. Microscopic inspection showed that the clearlink housing had scratch marks and cracks. The syringe plunger was manually depressed which showed flow through. When the syringe was removed the clearlink gland did not snap back. The cause of the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.